Event description:
Per medwatch form completed by the customer and received via FDA, "hurricane spray and timeout performed. Echo probe is placed and survey undertaken. Pt noted to have significant gagging. Attempts to further suction were made, however, patient entered a rhythm of supraventricular tachycardia. Echo probe removed and metoprolol given. Dysrhythmia called down within 1 to 2 minutes. Noted at this time, that the yankauer suction was missing a bulbous tip, so that a rather jagged tip was present on the yankauer. There was some bleeding from the mouth and throat, so this was gently suctioned. Approximately 10 minutes later, an awake direct laryngoscopy was undergone and a small hematoma (0.2 cm x 0.5 cm) on the uvula was noted and again another punctate hematoma in the retropharynx just above epiglottis was noted."

Manufacturer narrative:
Unfortunately, the customer would not release the product sample to be sent for evaluation. However, two photos were received and reviewed and it was noted that a piece of the suction handle tip was missing. Thus, we were able to confirm the reported issue ("the yankauer suction was missing a bulbous tip"). Our manufacturing process was reviewed, and no anomalies related to the issue reported were found. In addition, the DHR (device history record) for the lot reported was evaluated for issues related to this report, the product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The incoming inspection information of the resin used to mold the product was reviewed and no anomalies were found. While the photo received allowed us to confirm the reported issue, without an opportunity to examine the product sample involved in this incident, we are unable to determine a root cause of the reported issue. We will continue to monitor for other similar complaints and utilize the information as part of continuous improvement.